Event description:
Customer reported that pump was alarming "release pca button" when the patient was not depressing the button. Also, she reported that the patient received 3 doses without pushing the button. She stated there was no adverse event for the patient. Who was s/p (status post) abdominal surgery. The pump was sent to product services for evaluation.